Manufacturer narrative:
(B)(4). Approximate age of device ¿ 11 months. The pump remains in use supporting the patient. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that on (B)(6) 2016, that the patient attempted to exchange the system controller after connecting to battery power, and that the exchange was performed without guidance from the lvad clinicians. The patient had just exchanged batteries at that time of the exchange. The patient was asymptomatic. Log file analysis performed by the manufacturer¿s technical services representative revealed multiple pump stoppages and speed drop greater than 200 rpms below the low speed limit. It was reported that the speed drops and pump stoppages were due to the patient disconnecting the driveline when replacing the system controller without guidance.

Manufacturer narrative:
No equipment was returned for evaluation. The report of pump stoppages was confirmed based on the evaluation of the submitted system controller log file. The log file captured a pump stop and driveline disconnect alarm on (B)(6) 2016 at 18:12. The pump was restarted approximately 9 seconds later and ran until (B)(6) 2016 18:14 when more pump stops and driveline disconnects were captured until the log file ended on (B)(6) 2016 18:19. Reportedly, the patient tried to attempt a system controller exchange without guidance and had difficulty fully connecting their driveline to the new system controller. The patient reportedly disconnected both power cables, causing the emergency backup battery to start. They then disconnected their driveline to attempt an exchange. They reconnected and then attempted another exchange, again disconnecting the driveline, and completing the exchange. The pump remains in use supporting the patient with no further reported issues. A review of the device history records revealed that the device met applicable specifications. No further information was provided.